Event description:
Customer received result of 55 mg/dl on the compact plus system, and ate a potato after obtaining this result. Customer tested hi (greater then 600 mg/dl) within 10 minutes of result of 55 mg/dl. 5 minutes later customer tested 420 mg/dl and called paramedics. Customer tested over 500 mg/dl on professional device approximately 30 minutes after testing 420 mg/dl on the compact plus system. Paramedics attempted to treat the customer intravenously, but were unable to find a vein. She was taken to the hospital; customer did not receive professional medical treatment, and left the hospital 3 hours later after testing 104 mg/dl on professional device. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.